Event description:
A nurse contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) alarm that appeared on the home choice (hc) display while the home patient (hp) was connected. The technical service representative (tsr) asked the registered nurse (rn) troubleshooting questions. The rn stated that the home patient (hp) was not very clear and might have been confused. The tsr explained the alarm to the rn. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow-up with the patient's nurse, it was stated that the patient was not disconnected but that they just forgot to open the clamp. The nurse stated that the patient was really confused because their sugar was very high more than 33.3; very confused/not herself and it's been going for a while despite regular insulin. The patient has not been checking her blood sugar daily (sometimes 42 or 33), only checks 5x a month; sugar very high for long time; so the patient forgets to open clamp for pd therapy. So, the visiting nurse comes twice a day now to check on her. The patient's blood sugar is still high but not 33.3. The patient has been on pd therapy for 3-4 years, they are hooked up at 4pm and off at 12am. The nurse stated that the causality was not a machine problem but the event was due to the patient's blood sugar.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.